Manufacturer narrative:
(B)(4). Upon visual inspection of one photo and an additional investigation of device and battery, the following was observed: the photo shows a battery from top view and evidence of corrosion was noted in it. The additional investigation in powerpoint stated the conclusion result: -the material on the contacts consisted primarily of oxides and chlorides of the material used to manufacture the contacts; nickel plated copper. -some tin was also detected, and this would have come from the solder used on the contacts. -the discoloration in the shroud recesses were primarily oxides and chlorides of stainless steel (iron, chromium and nickel) -the discoloration on the battery contacts was similar to the composition seen on the device contacts. -examination of the battery showed no breach in the gel cells. -analysis of a depleted battery gel showed the material to contain manganese, s, o and carbon. There was no mn or sulfur detected in the corrosion, indicating the corrosion was not the result of the battery leaking. -the presence of the chlorine resulted in the contacts corroding, leaving the green and reddish materials on the inside of the device. -the source of the chlorine is not clear. There was sodium detected on the shrouds and one of the battery contacts indicating that saline or bleach may have been present. Based on the photos reviewed, the event described is confirmed. However, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/29/2020. Photo review: one photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a device from proximal end and a detached battery and corrosion were noted on the bulkhead contact and battery. Based on the photo alone the event describes are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # u5ap7r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor, bulkhead contact and internal component . No functional test was performed due the condition of the device. The corrosion observed on the motor, contacts and internal components, along with the staining inside the shrouds is consistent with the handle being partially submerged in liquid. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic esophagectomy, could not fire when the third firing without motor sound. Large amount of  green liquid coming out of the cartridge after removed the battery pack . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.